Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number is unknown. Visual/microscopic inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 7mm x 200mm balloon. A complete circumferential balloon rupture was observed 17.2cm from the distal. The rupture was examined under microscopic magnification and the edges of the rupture were jagged in appearance. No anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation: the patency was tested using an in-house .035¿ guidewire and passed without issue. The inflation hub was connected to an inflation device and an attempt was made to flush the catheter with water. Upon flushing the catheter, water was observed to be leaking out the distal end of the strain relief. The strain relief was removed and a partial circumferential catheter shaft break was observed just distal to the y-hub. Sanding marks were noted on the catheter underneath the strain relief and at the location of the break. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a partial circumferential catheter shaft break just distal to the y-hub, resulting in the reported leak. The investigation is confirmed for a complete circumferential balloon rupture on the barrel of the balloon. Excessive sanding of the catheter under the strain relief is the root cause for the partial break in the catheter. It is unknown whether the catheter leak contributed to the balloon rupture. The root cause for the balloon rupture could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. If resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter hub allegedly leaked during the first inflation in an av fistula. Reportedly, after the balloon leaked the health care provider inflated the balloon and then the balloon ruptured. There was no reported retraction difficulty through the sheath. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.